Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating while also giving off a burning smell.

Manufacturer narrative:
In the case description, the user reports the op5 controller was heating up. They alleged they noticed a burning and melting rubber kind of smell omitting from the charger. The physical device was inspected and found deep scratch marks on the back cover of the controller. The exact cause for the observed damage could not be determined. No other damages were observed with the exterior of the returned device. Visual inspection of the charging port found it free of any damages that could be attributed to exposure to thermal energy. Upon powering the device and unlocking the device, the device was asked to deactivate a pod, indicating the user did not deactivate their current pod prior to receiving the device for investigation. The pod was deactivated without issues. The log files were successfully downloaded and were checked for instances where the battery temperature spiked above normal operating temperatures. The inspection found no instances of it occurring. Therefore, the device was not affected by exposure to thermal energy, indicating the device functioned properly. (B)(4).